Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device being frozen/would not move, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by spain that during service and evaluation, it was determined that the oscillating saw attachment device was frozen/would not move. It was further observed that the bearing seized, and the gear and seal were worn. It was determined that the device was deformed/bent. It was further determined that the device failed pretest for general condition, check function in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that the device did not work. It was reported that the surgery was completed using the same, similar or sutured by hand. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.